Event description:
It was reported that syringe s2 20ml 21ga 1-1/2in plunger was bent. This occurred on 2 occasions. The following information was provided by the initial reporter: plunger getting bent while withdrawing drug from high negative pressure onco drug while also sometimes while pushing it.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 2009504. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility. The retained samples were evaluated and no signs of defect were identified. The material used to manufacture the discardit syringes has been selected and tested to resist normal conditions of use. The assembly machines have an in-line detection system that inspects all product and rejects defective product automatically. Per the investigation findings, an exact cause related to the manufacturing process could not be determined for this incident. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 20ml 21ga 1-1/2in plunger was bent. This occurred on 2 occasions. The following information was provided by the initial reporter: plunger getting bent while withdrawing drug from high negative pressure onco drug while also sometimes while pushing it.